Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity. It was reported that the pump was not working; it was not administering drugs. It was unknown whether there was saline in the pump. The patient was inpatient and would receive magnetic resonance imaging (MRI) unrelated to the pump/therapy issues. There were no reported symptoms. No further complications were reported.